Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1511805) indicated that the device lot met all established performance criteria prior to shipment. (B)(4). See medwatch form #s 3004939290-2015-00320 & 3004939290-2015-00322.

Event description:
The following information was reported: the balloon ruptured on two devices. The first balloon ruptured during inflation of the balloon. The second balloon ruptured during prep. A third mynx vascular closure device was used to successfully achieve hemostasis. The patient was not hospitalized. Vessel type: arterial.